Manufacturer narrative:
Product complaint # (B)(4). Photographic analysis: two photos were provided; picture one shows a handle of a device from the bottom view. The firing trigger can be seen detached and missing and the closure is noted to be closed. Picture two shows a close anvil with a white reload loaded. Based on the photos reviewed the event describe can be confirmed.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a robotic hysterectomy, they were doing an appendectomy as part of it, they tried to use a powered vascular 35 stapler, and the stapler did not have a firing trigger. The trigger finger went up into the stapler. Indicated the device would not fire also. Not sure if it wouldn¿t fire because firing trigger absent or because battery was issue or something else. Case completed with an ats45. There were no patient consequences reported.